Event description:
It was reported to philips that the system was not powering up correctly. The device was outside clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and found that the system had power but no activity in the m cabinet, and the transformer was humming as expected. The analysis of system log file indicated the pdu fan tray and dcps (psu-1) was malfunctioning. The philips engineer replaced the faulty fan tray, resulting in the system powering up correctly and restoring functionality. The defective pdu fan tray was returned to philips for further analysis. The analysis confirmed the malfunction of the unit and identified the power supply ac/dc 120w - psu1 as defective. After replacement, the system was returned to good working order. The codes have been updated based on the investigation's outcome.